Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through the evaluation of the submitted images. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events and a direct correlation between the alarms and the suspected outflow graft obstruction could not be conclusively determined through this evaluation. The controller event log file contained events from 30sep2023. Multiple low flow alarms were captured throughout the file. Additionally, the controller periodic log file contained data from 18aug2023 through 30sep2023 and captured a slight downward trend in estimated flow over time. No other notable events were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. These documents state that in the event of a low flow alarm, the patient should call their hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient was re-explored in the beginning of october to address the suspected occlusion of the outflow prosthesis. The opening of the bend relief did not show any kind of twist or high amount of jelly. The surgeons had prepared the whole length of the prosthesis and noticed some severe adhesions between the prosthesis and the right atrium. The surgeon unstuck these adhesions and the flow increased to normal values. It was suspected that the adhesions had blocked the prosthesis and caused the occlusion. The patient recovered after the procedure and was discharged days later.

Event description:
It was reported that the patient visited the clinic on (B)(6) 2023 due to reoccurring low flow alarms. The log files revealed a slow but continuous decrease in flow between (B)(6) 2023 and (B)(6) 2023. The patient reported feeling okay, their blood pressure was within normal range, and their volume intake was sufficient. The patient was advised to stay and be admitted for further evaluation, but the patient went against recommendation and decided to go back home. On (B)(6) 2023, the patient returned and was admitted in stable condition. A coronary angiography and computed tomography scan were performed. It was suspected that the low flows were a result of an occlusion in the outflow prosthesis. Log files revealed a red heart alarm with continuous low flows.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.